Event description:
Caller reported an error with cgm, specifically error 42. There was no adverse impact to the customer¿s blood glucose level. The customer, assisted by technical support, performed a complete pump reset, resolving the issue, and successfully started their sensor session.